Event description:
Lead fracture with noise on rv pace sense causing vf detection. Lead was extracted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.